Event description:
Customer reported the touchscreen being scratched and difficult to see in bright light. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions were taken by technical support at this time.